Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Performed visual inspection on returned meter, and no issues were observed. The meter did not turn on with button depression or strip insertion, and indicator light flashing was not observed. Initiated meter communication using usb (universal serial bus) cable plugged to the meter usb port and a computer usb port and connected to software. Communication was not successful and the meter display was not on. The returned meter was further investigated and de-cased. A visual inspection was performed on the internal pcba (printed circuit board assembly), and burn marks were observed. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned meter and burn marks were observed on the cpu (central processing unit). Functional testing was conducted on the returned meter. No batteries were returned with the unit; therefore, known good batteries were used throughout testing. The meter did not power when known good batteries were installed, confirming phase 1 results. Current consumption was conducted using keithley eq5211, the meter was measured, which exceeds the specified limit. Cpu mix match testing was performed, and upon replacing the original cpu with a known good component, the meter powered on successfully via button press, data cable connection, and strip insertion. Current consumption test was retested, which was within the specified range. After replacing the cpu with a known good component, the reported issue of the meter not powering on was no longer observed. It was determined that the failure is consistent with damage caused by external electrical stress, introduced through the usb interface under non-standard use conditions. Therefore, this issue will be closed to not confirmed to use ¿ external factors. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history records) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and currently undergoing the investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.